Event description:
It was reported that when the patient presented to the hospital for a routine follow-up, noise was observed on the stored emg. The noise could not be reproduced in-clinic. The device was reprogrammed. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.